Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there is poor barrier separation of sample after use with an unspecified bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that there's a higher than usual amount of delayed coagulation in their recovered serum. Additionally, the bd sales consultant provided the following additional information: spoke covid lead (B)(6) and we would like to proceed with a product incident report as the sst¿s coming in for testing (related to covid) are showing a higher than usual amount of delayed coagulation in their recovered serum (sometimes large blobs occurring when should be free flowing serum). Maybe we should mention that this is being seen/happening after thawing centrifuged and aliquoted serum.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that there is poor barrier separation of sample after use with an unspecified bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported that there's a higher than usual amount of delayed coagulation in their recovered serum. Additionally, the bd sales consultant provided the following additional information: spoke covid lead (B)(4) and we would like to proceed with a product incident report as the sst¿s coming in for testing (related to covid) are showing a higher than usual amount of delayed coagulation in their recovered serum (sometimes large blobs occurring when should be free flowing serum). Maybe we should mention that this is being seen/happening after thawing centrifuged and aliquoted serum.